Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is not recording the correct date/time in the pump history. They noticed the issue due to downloading the pump and data was missing due to incorrect dates. The battery was changed one week ago and they did not have to change the time and date with the reboot. The reporter confirmed that there was no trauma to the pump and no exposure to MRI, CT scan or x-ray. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed multiple manual time changes followed by boluses. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A time-keeping accuracy test was performed and the pump was found to be holding the time and date accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.